Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device ran in locked position. It was further observed that the device had an air leak, damaged flex circuit and cord damage. It was determined that the device¿s speed could not be controlled/changed. It was further determined that the device failed pretest for visual assessment, motor thermistor assessment, no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between sensor gnd and connector body, safety assessment and hand control assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device running in locked position identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).